Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for high impedance on the rv coil of the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.